Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 500 mg/dl. Patient reported that her controller stopped working (captured in a related file), and her replacement wasn't delivered on time. Patient had reported on previous call for her controller not working, that she did not have an alternate form of insulin delivery. It is unclear if patient contacted her physician after the call for instructions while awaiting a new controller. She reported that she received the controller cable, but the controller was missing from the package. Symptoms reported include feeling thirsty, hot, lightheaded and nauseous. The patient was treated with insulin at the hospital (route, type and dosage was not provided). The patient was still in the hospital at time of call due to having unspecified complications with her kidney and lungs.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.